Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to the device being set to a mode other than monitor + therapy. The alert was delivered to the patient's clinic and physician. To date, there have been no reported adverse patient effects related to this clinical observation.